Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to upper gastric intestinal bleed. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated the inferior vena cava. The device was removed via an open abdominal procedure. The patient was diagnosed with pulmonary embolism; however the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, the patient had a deep vein thrombosis after back surgery with placement of an inferior vena cava filter and had a history of a pulmonary embolism with the inferior vena cava filter in place. Approximately five years and five months later, computed tomography (CT) revealed that there were 2 to 3 struts of the inferior vena cava filter penetrating through the inferior vena cava and there was severe tilting and angulation of the filter, an inferior venacavogram at that time found that the inferior vena cava filter was widely patent there was no evidence of any clot. The external iliac and common iliac veins were widely patent with no clot and it appeared that the retrieval hook of the filter seemed to be outside of the inferior vena cava. The patient was subsequently consented for an open inferior vena cava filter retrieval. The inferior vena cava was circumferentially dissected out by ligating the lumbar branches with 0-silk sutures and dividing. They were able to get control of the inferior vena cava just distal to the filter several centimeters below the renal vein and placed umbilical tape around the inferior vena cava at that level. It was divided 2 small branches coming off the right renal vein with 3-0 silk ties, which made visualization much better at the level of the renal vein. Then noted several struts of the filter completely penetrated through the inferior vena cava wall. Then used a wire cutter and clipped the penetrating ends of the inferior vena cava filter. One strut was penetrated through the right renal vein and was carefully cut as well. All these specimens were sent for pathology. At this time, they were continued the dissection of the inferior vena cava at the level of the renal vein. Crossing lymphatics were divided with clips and divided. They were able to then get circumferential control at that level and were able to place an umbilical tape at the level of the inferior vena cava. After 3 minutes, they clamped the inferior vena cava proximal as well as distal to the inferior vena cava filter while still staying just below the renal vein. A long longitudinal venotomy was made on the anterior wall of the inferior vena cava and then used a kelly clamp to pull out the embedded inferior vena cava filter. Multiple struts of the filter were completely embedded within the endothelium of the inferior vena cava. The nosecone was also completely embedded within the posterior wall and they had to cut the posterior endothelialzed portion of the inferior vena cava over the nosecone to release it completely. Once were able to completely get the filter and its associated struts out and flushed the vessel distally and proximally and then closed the inferior vena cava. Then looked at the retracted portion of the small bowel and there was a small enterotomy at the level of the proximal small bowel which was repaired primarily with multiple interrupted lambert sutures. Gross description stated the specimen was received in formalin, labeled with the patient's name, and designated " inferior vena cava filter ID only". The specimen consists of a markedly fragmented inferior vena cava filter present in at least twelve fragments. The fragments are comprised of 0.1 cm or less in diameter and from 1 to 3.5 cm in length segments of silver metallic wire. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for filter limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 08/2012). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to upper gastric intestinal bleed. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated the inferior vena cava. The device was removed via an open abdominal procedure. The patient was diagnosed with pulmonary embolism; however the current status of the patient is unknown.